Event description:
Echelon 45 stapler used during laparoscopic appendectomy. First firing of stapler using tissue load without incident. During second firing of stapler using vascular load, the stapler engaged but would not open the jaws to release the tissue. Harmonic shears were used to separate tissue from the stapler.